Event description:
On (B)(6) 2012, pt reported he dropped his infusion device and it's damaged. It stated when he dropped it; it visibly cracked all the way around the screen and the rest of the infusion device. Pt reported he is able to read the insulin delivery amount but the screen is cracked in that area. Pt stated the damage is in the insulin delivery screen. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.